Event description:
Cannot hardly move now [mobility decreased]; back is scarred [scar]; severely burned[thermal burn]. Case description: this is a spontaneous report from a non-clinical-study program, (B)(6). A contactable consumer reported a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated her mother's friend was severely burned by one of these heatwraps. She mentioned the patient's back is scarred and she cannot hardly move now. Action taken with the product was unk. At the time of the report, clinical outcome of the events was unk. No f/u attempts possible. No further info expected. Company comment: based on the available info, the company cannot exclude a possible contribution of the suspect device product to the reported events of severely burned, back scarred and cannot hardly move. This case is medically assessed as serious and initial reportable case.